Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. It was reported that the cause is unknown. Pt will make sure the controller is locked and that neither battery is low. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97715; product type: 0197-implantable neurostimulator; implant date (B)(6) 2021; explant date product ID 97745; product type: 0201-programmer patient; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported they have been having problems with their controller for about 4 weeks. Patient explained at night they will use the controller to recharge their back before going to sleep. Patient said they will wake up in the morning to find their stimulation is off and/or settings have changed. Patient indicated the issues do not happen every morning. Patient stated one night they were trying to charge the implanted neurostimulators but could not get it to charge. Patient described when they put the controller on the power supply it did not charge up but it didn't take long to charge up so their internal battery hadn't used anything. Pss attempted to clarify this statement. Pt implied they charge the neurostimulator (ins) battery just before going to sleep each night and when they wake the ins is usually around 80% when they check at morning. Ps reviewed ins stimulation would automatically shut off once the ins battery depletes to under 30% and would have to be turned back on manually after recharging the ins. Pt stated they never realized that the ins would automatically turn off once the ins battery got down to a certain level. The patient was redirected to their healthcare provider to further address the issue.